Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Troubleshooting for no delivery was performed. Customer was able to resolve the issue with an infusion set change. Customer advised they receive the alarm 3 times a week. Customer declined to return the reservoir and set for analysis. Customer was advised to call back when they receive the alarm in order to properly troubleshoot.